Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device work intermittently. Pt has used this infusion device for 4 years and boluses 4-5 times per day. The buttons occasionally stick after they are pressed. This was first noticed 1 year prior to report when pt would attempt to bolus. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.